Event description:
It was reported that during a lap sigmoid procedure, blade broken off and fell into pt, but was removed. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.